Manufacturer narrative:
The analysis of the provided patient files did not allow to determine the root cause. The preliminary hypothesis would be an implant failure at the battery level. Extensive analyses are ongoing on the device.

Event description:
Reportedly, the patient went to the hospital and presented palpitations. The teo dr pacemaker was in back-up mode. The re-initialization was not successfull. A hard reset was initiated, with help of clamart's team but not successfull with software 3.12c passwords incorrect (version for clinical trials). After switching over to 3.12 software, the hardware reset code was successful but after 1-1.5 min of re-initialization the programmer detected a communication error and the device went back to vvi 70 unipolar (etc etc). Several attempts with different programmer (orchestra + and smartouch tablet) ant the issue was not resolved. Thus the physician decided to replace the teo dr.

Manufacturer narrative:
Upon reception, the device paces in permanent power mode, ventricular pacing not present at each cycle, with a very low pacing voltage. Under these conditions, it can't communicate normally. Therefore, we cannot know the internal consumption for the moment. The device will be opened for extensive analysis.

Event description:
Reportedly, the patient went to the hospital and presented palpitations. The teo dr pacemaker was in back-up mode. The re-initialization was not successful. A hard reset was initiated, with help of clamart's team but not successful with software 3.12c passwords incorrect (version for clinical trials). After switching over to 3.12 software, the hardware reset code was successful but after 1-1.5 min of re-initialization the programmer detected a communication error and the device went back to vvi 70 unipolar (etc etc). Several attempts with different programmer (orchestra + and smartouch tablet) ant the issue was not resolved. Thus the physician decided to replace the teo dr.

Event description:
Reportedly, the patient went to the hospital and presented palpitations. The teo dr pacemaker was in back-up mode. The re-initialization was not successfull. A hard reset was initiated, with help of clamart's team but not successfull with software 3.12c passwords incorrect (version for clinical trials). After switching over to 3.12 software, the hardware reset code was successful but after 1-1.5 min of re-initialization the programmer detected a communication error and the device went back to vvi 70 unipolar (etc etc). Several attempts with different programmer (orchestra + and smartouch tablet) ant the issue was not resolved. Thus the physician decided to replace the teo dr.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient went to the hospital and presented palpitations. The teo dr pacemaker was in back-up mode. The re-initialization was not successfull. A hard reset was initiated, with help of clamart's team but not successful with software 3.12c passwords incorrect (version for clinical trials). After switching over to 3.12 software, the hardware reset code was successful but after 1-1.5 min of re-initialization the programmer detected a communication error and the device went back to vvi 70 unipolar (etc etc). Several attempts with different programmer (orchestra + and smartouch tablet) ant the issue was not resolved. Thus the physician decided to replace the teo dr.